Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Ips (B)(4) were not reportable in the legacy system. Upon migration of the legacy complaint to ecm, the current pe coding is driving a change in reportability. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised on (B)(6) 2012 to address pseudotumor and pain. Physician's post-revision notes provided also state that the patient had dislocated on (B)(6) 2012 and (B)(6) 2013 and underwent closed reduction. In addition to what was previously reported, litigation alleges the patient suffers from metallosis, elevated cobalt chromium metal ions, clicking, and a cyst. A doi has been provided. A stem is now being added to address allegations of elevated toxic metal ions. Review of the medical records for MDR reportability, the revision operative note indicated pain, cyst, squeaking, increased metal ions, and metallosis. Lab results confirmed the high metal ions. There is no new additional information that would affect the existing investigation. In addition to what was previously alleged, ppf alleges metal wear however, there was no mention of metal wear on the medical records in the legacy file. Added lawyer, law firm and expiration dates. Corrected patient's date of birth. Doi: (B)(6) 2007; dor: (B)(6) 2012; (right hip).